Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was described as "hairy" and disposable defibrillation/electrocardiogram electrodes were applied to the pt and connected to the device for a "quick look" through the paddles lead. According to the rptr, a "connect electrodes" alarmed sounded and displayed and the device would not display the pt's electrocardiogram. The pt was then connected to the device with a 4 limb lead electrocardiogram pt cable and electrodes. The pt was then diagnosed in a pulseless electrical activity rhythm. CPR and drugs were administered but the pt's rhythm was not converted and the pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death because of the pt's lack of viability.